Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the right eye vision loss on the surgeon side console (ssc) was noted. The customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they had power cycled the system prior to calling technical support. The isi tse reviewed live logs and noted errors 55 and 45308. The isi tse advised the caller that loss of the right eye might be caused by a loose fiber connection, or the surgeon console needing a restart. The isi tse recommended performing a hard reboot of the surgeon console and the system and reseating cables, but the site did not want to troubleshoot at the time of the call and was planning to attempt troubleshooting in-between cases. The surgeon switched to the ssc 2 and continued with the procedure. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The isi field service engineer (fse) followed up with the site and recommended to the biomed to clean both ends of the ports for the blue fiber cables and then restart the system to see if it would resolve the issue. The biomed stated that the blue fiber cable was not fully seated on the ssc. Once the cables were seated the vision came back fully. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is not reportable due to the following: the customer converted after the start of the procedure due to a loss of a right eye on the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.